Event description:
It was reported that the patient experienced underdose symptoms and a return of pain. It was indicated that x-rays were performed. The doctor also performed a dye study and determined that there was a leak as well as migration of the catheter at the distal segment. It was also indicated that a catheter break at the distal segment occurred. The managing physician planned to send the patient to the surgeon for a catheter replacement. As of (B)(6) 2015, it was unknown to the reporter if the surgery had been scheduled. The device system was used to deliver dilaudid. It was noted that the patient was receiving less than 1mg of dilaudid per day, but also had a personal therapy manager (ptm). The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).